Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders and parkinson's dual. It was reported the cord was frayed along the area just before the connection goes into the insr (recharger). The arrows lined up correctly and nothing was loose at the insr connection site. The pins were not bent or broken. The patient's ins was charged to 30% today, later, the ins was depleted. The details were unclear and it was not explained why the ins may have depleted quickly. They did not bring the insr to the appointment. The insr also had a blank screen and was beeping once every minute. They reset the insr and this resolved the beeping issue. They were able to get eight coupling boxes when charging. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the patient is on relatively high settings and has not been the most consistent charger in the past. Actions/interventions included discussing the need for more consistent charging in previous visits. They will see him in the future to discuss.